Event description:
It was reported the lead had low impedance. The lead was replaced and later removed (two years later). No patient complications have been reported as a result of this event.

Event description:
Reporter alleged obtaining the results of 116 mg/dl, 248 mg/dl and 136 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.